Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the reported condition that the device had a broken tip was confirmed. The external features of the returned cutter were visually inspected and observed that the tip of the cutter was broken. The cutter was examined and photographed using 28x magnification. Based on the photographs taken the angle indicate that there was excessive force applied. The root cause of the customer¿s complaint that ¿cutters broke¿ was excessive lateral or side to side force, which is user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during an unspecified neurosurgery procedure, it was observed that the cutter device was broken. It was unknown if there were delays to the surgical procedure or if a spare device was available for use. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.